Manufacturer narrative:
The customer was contacted for return of the product and indicated he will not be returning at this time.

Event description:
Complaint alleged that during biomed testing the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.